Event description:
It was reported that (1) device was used during a pneumonectomy. It was reported by the affiliate that the only details available at this time is that there was post operative leakage. The tlh30 instrument was discarded and two unused sterile instruments will be returned from the same case of product for analysis. More information to follow.